Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm and insert battery alarm. Customer reported battery cap metal was loose. The insulin pump had a crack at battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged unexpected battery power loss, failed battery test, cosmetic damage located at the battery cap and battery compartment and high bgs found on 15 june 2022. The pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, active current test, sleep current test and self-test. Unit passed the displacement accuracy test with 0.0872 inches. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, power loss alarm (06/15/2022 07:50 pm) in the history files and traces and this is expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained keypad overlay. Unit was received with no battery cap. Unexpected battery power loss is not confirmed. Failed battery test is not confirmed. Cosmetic damage is confirmed at battery compartment. Unable to confirm cosmetic damage located at the battery cap due to missing battery cap. Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objecacts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.